Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/05/2019. The service technician replaced the flow sensor assembly to resolve this issue. Failure investigation of the returned part: conclusion / root cause: the defective u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail.

Event description:
During preventative maintenance the service technician noted that when the air flow accuracy failed. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.